Event description:
The customer reported that bleeding of approximately 500cc occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to continue the procedure without incident.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.